Event description:
Procedure: lap chole. According to the reporter: product is not working correctly. Doctor believe he is going to puncture the patient. He said the blade is not working correctly. When it supposed to retract, it is not retracting correctly, and he has to push too hard, and he is afraid of harming patient. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. No device fragment fell in the patient cavity. No device fragment was left in the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 01/28/2015.